Event description:
It was reported that low profile abutments are fractured.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age at time of the event unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided. Additional device information unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie receives one certain low profile one-piece abutment (ilpc443u), three (3) low profile one-piece abutments (lpc441u x 3) and three unknown biomet retaining screws for investigation. Visual/physical evaluation of the zimvie devices identified signs of use but no fracture to the abutments. Two of the lpc441u and the ilpc443u had screw fragments identified inside the top parts (screw heads). DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the lpc441u dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance's/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: fracture). Therefore, based on the available information, device malfunction did not occur, and the reported event has been unconfirmed.